Event description:
While using the endostitch in an attempt to repair a uterine perforation, the vloc needle broke in half. Five mm of the 10mm needle was able to be retrieved. The other half was left in the patient because the 5mm of needle was unable to be found in the myometrium. Opted to leave in patient vs remove the uterus to remove the needle.